Event description:
Customer reported imprecise readings on her precision xtra meter. Customer reported that on the evening of 2008, she rec'd a "false" high reading of 270mg/dl, dosed with insulin and stated her blood glucose "went down into the 50's". She experienced symptoms of thirst, was sweaty and shaky. She self-treated with glucose tablets to help alleviate her symptoms. She also stated early the next morning she woke up and reported receiving readings of 270 mg/dl, 52 mg/dl and 50 mg/dl obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values are considered clinically significant. There was no report of third-party medical intervention, diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is complete.